Event description:
The customer reported that a patient coded while being monitored by this zm transmitter.

Event description:
The customer reported that a patient coded while being monitored by this zm transmitter.

Manufacturer narrative:
The customer reported that a patient coded while being monitored by this zm transmitter. According to the customer, they noted different values were recorded on the unit versus what was sent to the central nurse's station (cns). The cns was showing 0 for the heart rate; however, the transmitter was showing 40. The incident happened on (B)(6) 2026. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #: cns-2101. Serial #: (B)(6). Device manufacturer date: 02/02/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.

Manufacturer narrative:
The customer reported that a patient coded while being monitored by this zm transmitter. According to the customer, they noted different values were recorded on the unit versus what was sent to the central nurse's station (cns). The cns was showing 0 for the heart rate; however, the transmitter was showing 40. The incident happened on (B)(6) 2026. Investigation conclusion:the customer reported that during a patient code event, the zm-540pa transmitter and cns were displaying different heart rate values, with the cns showing 40 bpm while the transmitter displayed 0 bpm. The device continued to be used on another patient following the event before the issue was reported. Upon evaluation of the returned unit, physical damage was identified including cracks on the top case, bottom case, spo2 input, nibp connector, and a component on the nibp module. ECG, respiration, and spo2 functions tested correctly, but nibp testing produced a "check cuff/hose" error attributed to mechanical failure from the physical damage.root cause: could not be determined.additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter:cns:model #: cns-2101.serial #: (B)(6).device manufacturer date: 02/02/2024.unique identifier (UDI) #: (B)(4).returned to nihon kohden: no.additional information:b4 date of this report.d9 device available for evaluation.g3 date received by manufacturer.g6 type of report.h2 if follow-up, what type?h3 device evaluated by manufacturer. H6 event problem and evaluation codes.h11 additional manufacturer narrative.